Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) has been confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to physically damaged l602 inductor broken off of the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to power on.